Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. Air bubbles were observed in the sheath, and the valve was reported as not functioning properly. No patient complications occurred.